Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one distal clevis ear broken off on the conductor wire side. The broken ear piece and conductor cap were returned detached from the distal end. The size of the broken ear is approximately .285 x .240. As a result of the breakage, the yaw pulley is dislodged and no longer axially aligned with the shaft. The yaw pulley boss feature that holds the cap in place is also broken.

Event description:
It was reported that during a da vinci si myomectomy procedure, the permanent cautery hook (pch) instrument broke and a piece of the plastic clevis fell into the patient. The fragment was retrieved and the pch instrument was replaced with another pch instrument. The replacement instrument also broke and fragments fell into the patient. The surgical staff believes that all fragments were found, but cannot be certain. Postoperatively, the patient is reportedly doing well and has not experienced any complications. This report is for the second pch instrument used during the surgical procedure. Medwatch MFR report 2955842-2011-00150 was submitted for the initial pch instrument.